Event description:
The customer reported that while the unit was in use on a patient, the unit began alarming "system failure" and shut off. The pt was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, the error log showed that electrical test failure codes 45 (system failure) and 54 (atm transducer calibration failure) occurred. The company rep replaced the solenoid driver board as a precautionary measure. The unit was tested to factory specification. It functioned normally and was returned to the customer.